Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited oversensing of right atrial activity. The lead was found to have dislodged. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead sustained damage during the explant procedure and will not be returned.